Event description:
It was reported that the pump battery would not charge despite use of working wall outlet, tandem charging cable, and both original and alternative wall adapters. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on backup pump if battery depleted, and technical support arranged shipment of replacement tandem charging cable and wall adapter with follow-up attempts made by email and phone, but no further response was received from customer.